Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat into the tibial component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the 42-5224-007-11, lot # 63055646 were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for part # 42522400711 for mating issue and no other complaint for lot #63055646. The reporter, who was in attendance, stated that the surgical technique was followed. The tibial component was considered to not be the cause of the mating issue as a different articular surface was successfully inserted during the surgical procedure. A definitive root cause cannot be determined with the information provided.